Event description:
Report received of a patient receiving an over-delivery of cardizem. The device was programmed to deliver a 100ml bag of cardizem at a rate of 10ml/hr. The customer could not recall the infusion start time. It was reported that the nurse left the patient's room and approximately five minutes later the pump alarmed that the infusion was complete. The customer had no specific patient information; however, it was reported that the patient's vital signs remained stable and no medical interventions were required. Though requested, no additional patient information was available.